Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, it was reported that during shoulder arthroscopic surgery that two of the dual stopcock sheath 5.9 mm x 30 deg x 167 mm (mitek lock) failed. The tube lot# 1488593 tube came loose from the top. Lot# 1530730 tube is bent so trocar will not slide into it. The first device was received and evaluated. The tube was received separated and inspected for any visual defects that may contribute to the complaint condition. The device had signs of nicks and striation marks on the surface of the distal end of the tube. The device appears to be considerably used and is in worn condition. The possible route cause could be fair wear and tear due to age, as well as rough use by the user. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [1488593] number, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the healthcare professional via phone that two of the dual stopcock sheath 5.9 mm x 30 deg x 167 mm (mitek lock) failed. The customer did not provide further information regarding this complaint at the time of the call. Additional information provided by the affiliate reported the failure of the device was due to the tube coming loose from the top. It was reported that this failure was identified post-operatively during cleaning and the procedure was successfully completed. Patient harm was not reported.